Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer reported that display screen went blank and when it came back on all settings were erased. Customer's blood glucose was unknown during troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error during bolus/basal delivery and alarm noted in the alarm history screen. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. No blank display or unexpected reset noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and cracked case at reservoir tube window corner.